Event description:
The event description provided by the distributor indicated: when loosening the stabilizer for disassembly, the conical threaded portion is broken and stuck in the nail in the pt. No adverse effects to pt. The surgery was completed with the used device. No clinically relevant increase of the surgery time. No additional surgery required. Copy of the operative report and x-rays are not available. No further information has been made available. (B)(4).

Manufacturer narrative:
The event does not meet the requirements of mandatory report, as there are no adverse effects to the pt. Following the indications provided in the "public health notifications: unretrieved device fragments" issued on 01/15/2008, orthofix srl decides to report this kind of event on a voluntary basis. Analysis of historical records: orthofix srl checked the internal records related to the controls made on the code 174031 lot number g005 before the market release. No anomalies have been found. The original lot, manufactured on 2007, was comprised on 30 stabilizers. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device. Technical eval: the technical eval on the returned device is currently on-going. Clinical eval: the information available on the case was sent to out medical evaluator. A preliminary clinical eval was performed and will be finalized once the results of the technical eval will be available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow-up report. Orthofix srl continues monitoring the devices on the market.